Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 58 mg/dl (aviva) and 97 mg/dl (advantage) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for the advantage meter. (B)(6).